Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right groin. The deployment was uneventful. Approximately 2 hours post deployment, the patient exhibited signs and symptoms consistent with an arterial occlusion. The occlusion was confirmed via angiogram, and treatment consisted of thrombolytic therapy, heparin, and an angiojet. No further complications were reported.